Event description:
Our distributor reported the surgeon was wondering if stratafix sxmd2b403 and surgicel powder can be combined? I have had an unexplained total anastomosis insufficiency after combining those products during a robot assisted radical prostatectomy.

Manufacturer narrative:
The lot number was not provided so a batch review of the finished good lot and components could not be reviewed at this time. No samples or photos of the surgical site were available for review. It is unknown if retained samples were available for review without the lot number. If the lot number, samples, or additional information become available at a later date, the samples or information will be reviewed and added to the file and a follow-up report will be filed. Without receiving sterile devices to review/test, receiving photos of the surgical site or receiving detailed information regarding the pre-operative preparation of the devices, placement of the device in the tissue, method utilized to secure the device in the tissue as stated in the IFU, the patient¿s specifics, quality of the tissue, post-operative events that may have occurred that may have affected the outcome of the surgery, details regarding the training, experience or technique of the surgeon with the use of the barbed device(s) or robotic surgeries, or receiving information or details from studies performed in regard to the affects the surgical powder may have on certain absorbable suture material types, a definitive root cause for the reported event cannot be confirmed with certainty. The indications section of the IFU for monoderm¿ material states, ¿in vivo studies demonstrate that the barbed monoderm¿ device retains approximately 42%-62% of its original strength 7 days post implantation and approximately 27%-47% of its original tensile strength at 14 days post implantation. Absorption of the monoderm¿ device is essentially complete between 90 and 120 days. As stated in the IFU for the devices, ¿adverse events including wound dehiscence and reactions are common risks/complications of any surgical procedure. There are many causes that can result in the wound opening, sutures failing or reaction, infection, abscess/leakage during or post-operative a procedure: the patient¿s health status, poor skin quality, thin skin; the risk is higher with a patient with a weak immune system, malnutrition, or chronic medical condition. The surgical procedure ¿ the risk increases with poor surgical techniques such as improper suturing, over-tightened sutures or inappropriate type of suture used for a particular procedure. Other factors - the risk is greater with smoking, obesity, premature post-surgery exercise and heavy lifting. The warning in the IFU states, ¿this an absorbable material, the use of supplemental non absorbable sutures should be considered by the surgeon in the closure of sites which may undergo expansion, stretching or distention or which may require additional support.